Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the non calcified and non tortuous left anterior descending artery. After the unspecified size mach 1 guide catheter crossed the lesion, the 3.00mm x 8mm emerge balloon catheter was advanced; however, the shaft of the catheter broke inside the mach 1 guide catheter. An unspecified balloon was advanced and inflated inside the guide catheter to trap the broken portion of the shaft. Then the 3.00mm x 8mm emerge balloon catheter and the mach 1 guide catheter were removed together. The procedure was completed using a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: the emerge balloon catheter was received with no original packaging or other devices. There was blood in the wire lumen. The balloon was tightly folded. There were multiple hypotube kinks. The hypotube was completely separated 83.5cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the non calcified and non tortuous left anterior descending artery. After the unspecified size mach 1 guide catheter crossed the lesion, the 3.00mm x 8mm emerge¿ balloon catheter was advanced however the shaft of the catheter broke inside the mach 1 guide catheter. An unspecified balloon was advanced and inflated inside the guide catheter to trap the broken portion of the shaft. Then the 3.00mm x 8mm emerge¿ balloon catheter and the mach 1 guide catheter were removed together. The procedure was completed using a different device. No patient complications were reported and the patient's status is fine.